Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm implantable collamer lens was implanted into the patient's left eye (os). The lens was explanted and replaced with a longer length lens due to low vault. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.